Event description:
Caller reported a tandem mobi cartridge alarm, resulting in the customer's blood glucose level exceeding 500 mg/dl, with the exact value unknown but displayed as "high." Customer addressed this by administering a correction bolus via pump and did not require third-party assistance. Technical support confirmed the cartridge alarm and resolved the issue by sending a replacement pump, instructing the customer on storage mode and return process for the problematic pump.